Manufacturer narrative:
Correction: on initial MDR, the method code should be b22 instead of b17. Additional information has been provided in h.3., and h.11. A sample was not received at the manufacturing site for evaluation for the report of plunger went under the iol, no pt involvement; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional stated lens was folded into the cartridge. Iol stuck to cartridge and plunger went under the iol during advancement. The issue was noted during loading and there was no patient contact. Additional information has been requested.